Event description:
It was reported that vessel occlusion occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. However, while trying to figure out why the image did not work, the catheter was in the same location for several minutes which could have contributed to the vessel occlusion which occurred. The device was removed and another of the same device was used. Three stents were implanted to address the occlusion and complete the procedure. The patient fully recovered. However, it was further reported that the target lesion was located in the anterior tibial.

Event description:
It was reported that vessel occlusion occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. However, while trying to figure out why the image did not work, the catheter was in the same location for several minutes which could have contributed to the vessel occlusion which occurred. The device was removed and another of the same device was used. Three stents were implanted to address the occlusion and complete the procedure. The patient fully recovered.